Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
It was reported, the surgeon was attempting to back out the nail by using a mallet and striking the base of the targeting sleeve. The bottom part of the sleeve where you are able to lock and unlock the sleeve is now broken. You can no longer lock in the sleeve.